Event description:
The customer obtained an elevated atellica im high-sensitivity troponin I (tnih), lot 098, result on a patient sample that was discordant relative to lower retest results. The initial elevated result was reported and questioned by the physician. Retesting was performed on the sample and a new sample and lower results corresponding to the patient's clinical condition were obtained. A corrected report was issued. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the discordant elevated tnih result.

Manufacturer narrative:
Siemens concluded investigation for an outside of the united states (ous) customer observation of an elevated atellica im high-sensitivity troponin I (tnih), lot 098, result on a patient sample that was discordant relative to lower retest results. The lower results were believed to be correct. Siemens's investigation included an assessment of the following: reagent issues were ruled out based on review of quality control (qc), which showed recovery within acceptable ranges and no issues were reported with other atellica im tnih patient sample results. Instrument log files were reviewed and there was no evidence of a hardware issue impacting delivery of tnih reagents. Sample trace files were reviewed and there was no evidence of a hardware issue that impacting delivery of the patient sample. Autocheck was reviewed and showed potential slow performance of v40 for fluid/dispense. Siemens recommended to replace the fluid sense and delivery part which includes v40 on the next service visit. The customer indicated that the affected patient sample was noted to be hemolyzed and lipemic, however levels of hgb and lipids were not above levels that should cause results to differ by >10%. There have been no further instances of discordant tnih results at this site since this incident. Return of the patient sample for further investigation is not warranted because the discordant result was not reproducible. Based on the available information, the cause of the discordant result cannot be determined. However, siemens cannot rule out pre-analytical factors. The customer is operational, and the reported issue is resolved by routine troubleshooting/retesting.